Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - telephone number: (B)(6) section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - clinical code 4581: no code available (device dislocation) all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following implantation of the preloaded intraocular lens (iol), it became misaligned or rotated. It was later confirmed that the lens had been repositioned from 167° to 3°. Three weeks later, the patient's refraction was recorded as s -0.25 c -1.50 at 109°. The exact position of the iol could not be confirmed due to insufficient pupillary dilation. However, it was stated that the patient is satisfied with the result and no further surgery is planned. No further details were provided.